Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor stated that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 01/14/2014 with the following results: testing confirmed the pump powers to "verify" screen in accordance with normal operation with the exception of a dim discolored display. Unrelated to the complaint, "contrast" and "down" keys are intermittently responding. Removed keypad and found contamination under "contrast", "up" and "down" key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.